Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was evaluated. Visual inspection of the device failed, as the rf coil was found to be burnt. Mechanical testing was performed, during which the needle successfully retracted and deployed, and the buttons functioned as intended. During functional testing, the device displayed error 219, indicating a resonant frequency less than 410 khz or greater than 460 khz. The error occurred during the prime sequence, which prevented further use of the device. Based on the functional testing results and the internal inspection findings, the rf coil failure is the most probable cause of the reported device failure. The rf coil failure likely resulted in overheating of the device, initially presenting as error 290 (high temperature - idling), and subsequently leading to rf-related issues and error 219. Based on the analysis of the available information, the reported allegation was confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that, during device preparation, error code 241 (high water pressure - priming) occurred and the procedure was discontinued. The delivery device was re-connected and room-temperature water for injection was replenished; however, error code 241 reoccurred during the second priming. The physician determined that a generator restart was required, and the procedure was resumed using a delivery device from a different lot. After setting the device to the ready state and completing six shots on the left lobe, error code 290 (high temperature - idling) occurred just before firing on the right lobe. No additional delivery devices were available, and the physician elected not to proceed. The procedure was not completed due to these events. No patient complications were reported. This regulatory report refers to the second delivery device and is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that, during device preparation, error code 241 (high water pressure - priming) occurred and the procedure was discontinued. The delivery device was re-connected and room-temperature water for injection was replenished; however, error code 241 reoccurred during the second priming. The physician determined that a generator restart was required, and the procedure was resumed using a delivery device from a different lot. After setting the device to the ready state and completing six shots on the left lobe, error code 290 (high temperature - idling) occurred just before firing on the right lobe. No additional delivery devices were available, and the physician elected not to proceed. The procedure was not completed due to these events. No patient complications were reported. This regulatory report refers to the second delivery device and is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.